Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that he experienced low blood glucose (bg) of 32mg/dl. The patient noted an empty cartridge alarm had been emitted about 30 minutes prior to contacting animas about the low bg. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. It was noted during troubleshooting that the patient¿s basal rates are set significantly higher through the evening hours as compared with daytime rates. It was unclear why the evening basal rates were set higher. The patient was advised to discuss settings with his healthcare provider. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy with use error as a possible cause or contributor.